Event description:
It was reported that, during implant procedure, the physician had to repositioned this right ventricular (rv) lead several times due to poor electrical values, and helix mechanism not working correctly. When the physician removed the rv lead, it was noted tissue encapsulated in the helix. This rv lead was explanted, and another one was successfully implanted. This rv lead will be returned for analysis. No adverse patient effects were reported.